Event description:
During the surgery, the humerus was fractured.

Manufacturer narrative:
The product associated with this report was not returned for examination. A two-year search of the complaint database found one prior similar report for this product number. Provided info states, the fracture was not noticed before training and implantation and commented the pt had poor bone quality. The initial reporting indicated that the product is not suspected of failing to meet specifications or of contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.